Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in boston scientific's post market quality assurance laboratory, this lead was thoroughly tested. In analysis, visual inspection revealed that there was insulation damage through to the hv lumen with webbing damage noted through to the other two lumens 263-272mm from the terminal pin. Although noise could not be confirmed, insulation damage exposing a rate/sense conductor can lead to noise. Due to the location and type of damage, it was likely caused by entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that the rate/sense portion of the right ventricular (rv) defibrillation lead exhibited noise, which caused the patient to receive an inappropriate shock on (B)(6) 2011. The patient was brought in for a revision procedure to check connections and the integrity of the rv lead. During the procedure, all connections were checked and the rv lead was checked for noise through a pacing system analyzer (psa). Noise was not able to be reproduced on the rv lead through the psa and all connections looked appropriate. For this reason, the rv lead and device were replaced as a precaution.